Event description:
The customer reported that the system produced uncommanded x-ray. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The field service engineer recommended replacement of the gib pcb and the handswitch. No conclusion can be drawn as no further service info is available at this time.